Event description:
On (B)(6) 2013 the reporter contacted lifescan (lfs) in the USA, alleging the meter was powering off during use. There was no indication that the lfs product caused or contributed to a adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca).

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4): the meter was tested and the primary complaint was not confirmed; however, a secondary issue was noted where the meter's battery was found to have low voltage. After pa replaced the battery, the meter functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.